Manufacturer narrative:
Additional information/ investigation result will be submitted in a supplemental report.

Event description:
It was reported that a m. Blue plus system (fx824t) was implanted during a procedure performed on (B)(6) 2020. According to the complainant, the shunt system was believed to be operated in overdrainage. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6) years. Height: (B)(6) cm. Weight: (B)(6) kg. Gender: female.

Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valves, but blood and deposits in the reservoir were detected during the visual inspection. Permeability test: a permeability test has shown that both valves are permeable. Bloody liquid flushed out. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the valves operated within the accepted tolerance in both positions. Adjustment test: the m.blue and the progav 2.0 was tested and are adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function was fully operational and the braking force is within the given tolerances. Results: first, we performed a visual inspection of the m.blue plus. No significant deformations or damage of the valves were detected during the visual inspection. Blood and deposits in the reservoir were visible. Next, we tested the permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force. The valves were operated as expected and met all specifications. Finally, we have dismantled the valves. Inside both valves we have found slight build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the clinical claim of over-drainage. At the time of our investigation, the valves were operating within the specified tolerances. However, it is possible that the deposits observed inside the valves could have caused the malfunction in the past. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.